Event description:
It was reported that air bubbles were observed in the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.